Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing and eating dinner while using the ilet, then self-administered glucagon because fasting was required for a scheduled procedure and oral carbohydrate treatment was not feasible; the device subsequently delivered automated corrections that brought glucose back down. Symptoms included low blood glucose. Outcomes included recovery without hospitalization. Investigation included user interview and troubleshooting with education on hypoglycemia treatment and use of glucagon when oral carbohydrates are contraindicated. Investigation of this case revealed no device malfunction and suggests the event was related to clinical circumstances surrounding fasting and treatment choices rather than device performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.